Manufacturer narrative:
(B)(4). Date sent: 05/03/2016.

Event description:
Hospital legal representative reported the surgical procedure was a colostomy reversal. The surgeon had difficulty with the device and was unable to complete the reversal. The patient received an ileostomy which was ultimately reversed approximately three months later. Received notice of litigation on 05/02/2016. Pleading alleges staples improperly closed and the attempted anastomosis failed. Pleading further alleges that fecal spillage occurred and an ileostomy was performed following which a fistula developed. Pleading also states ileostomy was reversed on (B)(6) 2013.

Event description:
It was reported that during a bowel resection procedure, the staples deployed in a c shape and did not form properly. The staples were removed and the surgeon sutured the anastomosis to complete the procedure. There was no patient consequence reported. It is believed the device has been discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.